Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized and was treated with an unspecified anti-inflammatory drug infusion (dose, route, frequency and duration were not reported) and unspecified antibiotics (doses, routes, frequencies and durations were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was continued at the earlier stage of treatment and was withdrawn at the time of this report. No additional information is available.